Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit was in use for a therapeutic laparoscopic cholecystectomy. The customer reported that after 40 minutes of the procedure had elapsed, the device relayed no image. The customer reported the procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
The device has not been returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented following investigation completion.